Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fibroma ("fibroid tumors") and experienced cyst ("cyst"), menopause ("menopause"), thyroid disorder ("I developed thyroid problems"), migraine ("migraines") and panic attack ("uncontrollable panic attacks"). The patient was treated with surgery (she had a partial hysterectomy). Essure was removed in (B)(6)2016. At the time of the report, the medical device removal, fibroma, cyst, menopause, thyroid disorder, migraine and panic attack outcome was unknown. The reporter considered cyst, fibroma, medical device removal, menopause, migraine, panic attack and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "migraines" and "uncontrollable panic attacks". New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fibroma ("fibroid tumors") and experienced cyst ("cyst"), menopause ("menopause"), thyroid disorder ("I developed thyroid problems"), migraine ("migraines") and panic attack ("uncontrollable panic attacks"). The patient was treated with surgery (she had a partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, fibroma, cyst, menopause, thyroid disorder, migraine and panic attack outcome was unknown. The reporter considered cyst, fibroma, medical device removal, menopause, migraine, panic attack and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fibroma ("fibroid tumors") and experienced cyst ("cyst"), menopause ("menopause") and thyroid disorder ("I developed thyroid peoblems"). The patient was treated with surgery (she had a partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, fibroma, cyst, menopause and thyroid disorder outcome was unknown. The reporter considered cyst, fibroma, medical device removal, menopause and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.